Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic colectomy, it was found that the jaws were wobbly when the device was removed from the package before use. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 4/13/2022. D4: batch # 512a55. H6: component code: g04. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. Upon further inspection, the anvil would not function as intended and felt loose. The anvil does not pull open due to insufficient crimp. No functional test was performed due the condition of the device. The damage to the anvil is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.